Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery (lad). A 5.0x8mm quantum maverick balloon was advanced to the target lesion. When the balloon was inflated it ruptured at 8atms. The device was removed and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good. Additional information was requested and is not available.